Manufacturer narrative:
Medical device expiration date: na the customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Occurrence: a complaint history check was performed and this is the 1st. Related complaint for incorrect/missing label information on lot # 4240170. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle: incorrect/missing label information) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was no expiration date on the box of bd ultra-fine¿ insulin pen needles before use. The following information was provided by the initial reporter: "consumer reported - pharmacy stated exp date not on box. Asking if this box is expired."